Event description:
It was reported that the battery charge of the pump dropped significantly, losing 30% in a short time. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support planned to replace the pump, and the customer was instructed to return the problematic pump using a pre-paid label within 10 days and was advised on how to put the pump into storage mode.